Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she had high blood glucose of 456 mg/dl, his infusion set cannula was bent and his insulin pump did not alarmed to alert her that she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.